Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leak that occurred at the a-rubber [bending section cover] and caused damage to the image sensor unit while the user was handling the subject device. As a result, the suggested event occurred. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The following non-reportable malfunctions were found during the device evaluation: there were leaks from the distal end rubber as well as a pinhole cut and the bending section had excessive frayed wires. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was broken and cuts out. The issue was found during reprocessing. There were no reports of patient harm.